Event description:
Reportedly, the pt experienced syncope and fell down, resulting in broken left foot. He had to stay in hospital for 8 days after, but no operation was necessary. Since the pt was symptomatic during sensing test, the physician suspected that safer mode could have contributed to the pt symptoms; the pacing mode was reprogrammed from safer-r to dddr mode preventing from reoccurrence.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.